Event description:
Customer's father called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tones were not able to be heard. Device was not dropped, bumped, or exposed to moisture.